Manufacturer narrative:
The event of a system explant was reported to abbott. The whole system was explanted due to insufficient relief and lead migration. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2023-02729; it was reported that the patient's drg leads have migrated and were providing insufficient relief. Surgery occurred where the leads were explanted and replaced to address the issue. Date of surgery is unknown.